Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer who found the semiconductor saturable absorber mirror (sesam) to be blooming; optimized oscillator to eliminate blooming and maximize output. Optimized laser engine and delivery system. Performed 3 month preventative maintenance. System meets specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery was presented with edema and decreased visual acuity after the laser treatment post op exam. The surgery center indicated that there were side cut issues when treating the left operative eye and a portion of the side cut was completed using wescott surgical scissors/blade. The patient was successfully treated. At a 12 day follow up post op exam, it was discovered there were cells in the interface and if not resolved by the next follow up exam a flap lift and rinse may be required. Pre-op bcva 20/40, bcva from (B)(6) 2019. Post-op 20/150, va from (B)(6) 2019: post-op 20/50, ph 20/40. Va from (B)(6) 2019: post-op 20/60, ph 20/40.